Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 8.2 mmol/l at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated that device had frozen on the medtronic logo screen and even with a change of batteries nothing happens. Customer stated that they was in shower and insulin pump was working after but within 10 minutes the device restarted but froze on the medtronic logo screen. Customer stated that insulin pump was exposed to moisture. Customer stated the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify frozen display due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with the serial number label stained and faded, case cracked behind the device at the corner of the belt clip rails and broken battery tube threads.